Event description:
The user facility reported a 77-year-old male in post cardiotomy cardiogenic shock /low cardiac output syndrome was implanted with an impella cp device for mechanical circulatory support. While on support the patient had frequent abnormal heart rhythms and a lower gi bleed. 2 units of blood was given and heparin concentration was decreased for treatment.

Manufacturer narrative:
The impella device was not returned for evaluation. However, upon completion of the investigation, a supplemental report will be submitted. Instructions for use for the related event are as follows: ¿potential adverse events: acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ this report is being filed as part of a retrospective review of historical records.

Manufacturer narrative:
The investigation for the reported access site bleeding and vascular damage - peripheral vessel issue has been completed. The device passed all post-sterile inspection checks. The impella device was not received from the customer nor was clinical information provided sufficient to determine the root cause. Therefore, the root cause of the reported issue could not be determined. This report is being filed as part of a retrospective review of historical records.